Event description:
It was reported that the nurse stated that there was a red box which reads treatment stopped. They claimed that there was no way to close this alarm. Had turn device off and on and they resumed therapy. Event log showed an alert 014 (probe out of range) and the therapy had been running for about 10 minutes, so it was possible someone disconnected the probe. In end of the call, patient temperature (pt) was 37.1c, targeted temperature (tt) was 33c, water temperature (wt) was 17.1c, flow rate (fr) was 2.6lpm. Advised to call back if there were any other alerts or alarms or if patient temperature (pt) was not trending appropriately, but all looks well for now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that there was a red box which reads treatment stopped. They claimed that there was no way to close this alarm. Had turn device off and on and they resumed therapy. Event log showed an alert 014 (probe out of range) and the therapy had been running for about 10 minutes, so it was possible someone disconnected the probe. In end of the call, patient temperature (pt) was 37.1c, targeted temperature (tt) was 33c, water temperature (wt) was 17.1c, flow rate (fr) was 2.6lpm. Advised to call back if there were any other alerts or alarms or if patient temperature (pt) was not trending appropriately, but all looks well for now. Per follow up via phone on 09jan2024, it was reported that the patient was a male and was unsure if patient completed therapy and the shift ended. Being that they were not familiar with the device and needed assistance navigating the device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that there was a red box which reads treatment stopped. They claimed that there was no way to close this alarm. Had turn device off and on and they resumed therapy. Event log showed an alert 014 (probe out of range) and the therapy had been running for about 10 minutes, so it was possible someone disconnected the probe. In end of the call, patient temperature (pt) was 37.1c, targeted temperature (tt) was 33c, water temperature (wt) was 17.1c, flow rate (fr) was 2.6lpm. Advised to call back if there were any other alerts or alarms or if patient temperature (pt) was not trending appropriately, but all looks well for now. Per follow up via phone on 09jan2024, it was reported that the patient was a male and was unsure if patient completed therapy and the shift ended. Being that they were not familiar with the device and needed assistance navigating the device.